Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device inserter for ti elastic nails, part number 359.219, lot number 9656827. The subject device was returned to the manufacturer with the complaint condition stating: received 1 article of inserter f/ten, art.nr. (B)(4) for manufacturing investigation. The article is in a used condition. It has been disassembled. The inserter f/ten, art.nr.(B)(4) arrived in assembled state. During manufacturing investigation through the assembly department it was recognized that conical sleeve (B)(4) has been opened before. Further, damages on ø4.7 mm holes have been found. The holes are used for disassembly, but the damages prove that the chuck has been opened in unprofessional way. The thread m28 x 1 mm of conical sleeve (B)(4) is secured by adhesive. To open it a hot-air gun is needed to heat up the adhesive. After heating the adhesive get soft and the conical sleeve can be removed without using much force and without damage the ø4.7 mm holes. On the inner components like clamp-jaws (B)(4), guidance of clamp-jaws (B)(4) and guidance screw (B)(4) no seize up traces have been found. After assembling the functionality of the chuck has been tested in accordance to inspection sheet. No references to the described malfunction have been found. No production error has been found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part # 359.219 lot # 9656827: manufacturing location: (B)(4), manufacturing date: 05. Nov. 2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a chuck of a titanium elastic nail (ten) inserter jammed and could not be opened. The malfunction occurred preoperatively, therefore no patient involvement. This is report 1 of 1 for complaint (B)(4).